Manufacturer narrative:
(B)(4). Approximated based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired.

Event description:
It was reported to boston scientific corporation that a capio device was used during a procedure. During the procedure, the capio device did not open or close properly. The event is unclear, and attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. The event description may suggest that the carrier did not retract. The procedure was completed with another capio device. There were no patient complications reported as a result of this event.